Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter stated that the pump had emitted an alarm and the battery was removed to silence the alarm. The battery was replaced and now the display is blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/17/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/02/2014 with the following results:a review of the black box verified multiple consecutive call service alarms on the reported event date. The pump powered on normally and the time and date were accurately set at the start of investigation. The pump was able to be exercised successfully with no alarms. The pump cover was opened and no internal defect was found.